Manufacturer narrative:
Internal complaint reference case (B)(4). Nebelung w, becker r, urbach d, röpke m, roessner a. Histological findings of tendon-bone healing following anterior cruciate ligament reconstruction with hamstring grafts. Arch orthop trauma surg. 2003 may;123(4):158-63. Doi: 10.1007/s00402-002-0463-y. Epub 2003 mar 7. Pmid: 12734713.

Event description:
It was reported that on literature review ¿histological findings of tendon-bone healing following anterior cruciate ligament reconstruction with hamstring grafts¿, after the procedure, one patient had ongoing instability requiring revision. No further information is available.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.